Event description:
It was reported that during use with bd vacutainer® lh 102 i.u. Plus blood collection tubes the tube had a low draw of blood. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tube (exp. Date: may 2023) did not draw enough volume of blood.

Manufacturer narrative:
H.6. Investigation summary: bd received eighty-five (85) samples for investigation. Twenty (20) of the samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the returned sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.